Manufacturer narrative:
Product analysis #701623949:brief description of complaint: intact® wand - intact® handle - particle in biopsy area post-op. After a biopsy procedure, a female patient appeared radiopaque filamentous particles in the biopsy area that had not been imagined in the pre-biopsy mammography screening. Small pieces of the connecting wire were detached from the wand. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿intact® wand: ¿device name: intact® wand ¿product number: 777-115bt ¿lot number: eit15c03 ¿expiration date: 01-jan-2018 ¿quantity returned: 1 ¿intact® handle: ¿device name: intact® handle ¿product number: 777-001e ¿lot number: 051203-12 ¿expiration date: unknown ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned intact® wand and one intact® handle was received inside a cardboard box within an autoclave bag with plastic air cushions to fill the negative space. ¿the intact® handle label was attached to the handle cord and the original intact® wand packaging was returned; the handle and wand information was confirmed against the information listed within gch from the attached handle label and intact® wand label from the packaging. ¿there was a customs invoice provided. ¿device visual inspection: ¿intact® wand: ¿serial number: none listed ¿the wand appears used with dried blood on and inside the handle. ¿there was no lot number or serial number handwritten on the gen 1 wand. ¿the wand basket was received partially deployed which does not align with a successful tissue capture as the wires are partially retracted. ¿there is dried blood and eschar buildup at the tip of the leaves. ¿the red alignment tip is held at the twelve o¿clock position. ¿there is a bent eyelet on leaf # 1, image # 1. ¿there is one frayed wire between leaf # 2 and leaf # 3, image # 2. ¿there is one frayed wire between leaf # 3 and leaf # 4. ¿there are approximately six broken strands in each of the frayed wires of the nineteen total strands that make up the wire. ¿there is fibrous material that appears to be foreign, image # 4. ¿intact® handle: ¿the handle appears used. ¿there are no visual signs that relate to the reported complaint description. ¿all components appear in place and intact. Functional inspection: ¿the intact® handle was connected to the intact® generator. ¿the start/reset button on the generator was pushed. ¿an intact® wand was inserted into the intact¿ handle and the button was pressed for deployment which resulted in an error code 21 ¿motor self-test¿ error. ¿the start/reset button on the generator was pressed which produced a successful air capture and a successful motor home sequence at the end of the capture. ¿intact® wand used for testing: ¿device name: intact® wand ¿product number: 900-120 - 20mm ¿lot number: e60492 ¿serial number: #(B)(4) ¿intact® generator used for testing: ¿generator name: intact® generator ¿product number: 900-002 ¿serial number: (B)(4)¿date of manufacture: 29-jun-2015 lhr review: a review of the lhr for lot # eit15c03 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for lot # 051203-12 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the wand suffered two partial wire breaks with six of the nineteen wire strands broken on both wires. The handle functions as expected with no failures. This complaint will be tracked and trended within gch reference documents: intact® system operator¿s manual dp-003-25-8 rev. 001-a - shamrock verification test procedure - minnetronix test equipment: ¿intact® wand used for testing: ¿device name: intact® wand ¿product number: 900-120 - 20mm ¿lot number: e60492 ¿serial number: #(B)(4) ¿intact® generator used for testing: ¿generator name: intact® generator ¿product number: 900-002 ¿serial number: (B)(4) ¿date of manufacture: 29-jun-2015 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast biopsy procedure, the wire on the intact wand broke and detached from the tip. Imaging of the biopsy area after the procedure showed radiopaque filamentous particles believed to be small pieces of the wire. The surgeon extracted the particles and no additional interventions were needed. There was no adverse effect to the patient reported.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a breast biopsy procedure, the wire on the intact wand broke and detached from the tip. Imaging of the biopsy area after the procedure showed radiopaque filamentous particles believed to be small pieces of the wire. The surgeon extracted the particles and no additional interventions were needed. There was no adverse effect to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.